Event description:
On (B)(6) 2012, a customer contacted global technical service (gts) regarding an unrelated alarm. During the conversation, the caregiver (cg) reported the home patient (hp) went to the hospital last night. The hp had peritonitis. The technical service representative (tsr) requested the supplies used the night before, but the supplies were not available. On (B)(6) 2012, product surveillance contacted the peritoneal dialysis registered nurse (pdrn) regarding the peritonitis event. The following information was reported. On an unknown date "a couple of years ago," the patient began peritoneal dialysis (pd) therapy. On an unreported date, the patient experienced a break in aseptic technique described as a touch contamination. On an unknown date in (B)(6) 2012, the patient was seen in the emergency room (ER) at the hospital and was diagnosed with peritonitis. The patient was not admitted to the hospital for this event. The patient was treated with vancomycin intraperitoneally (ip). Pd therapy was ongoing. The patient was recovering from the event. The patient's daughter was coming into the clinic on (B)(6) 2012 to be retrained on proper aseptic technique. The nurse stated the peritonitis was related to the touch contamination and was unrelated to any baxter disposable, device or solutions.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review was not performed. This report of use error - breach in aseptic technique is confirmed because the nurse reported there was a break in aseptic technique described as a touch contamination. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.